Manufacturer narrative:
Correction (MFR narrative): of the 19 allegations of a malfunction, 6 pumps were returned to animas and investigated. Of the investigated pumps, 6 were found to be malfunctioning due to a damaged battery cap and battery compartment cracks. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 19 allegations of a malfunction, 6 pumps were returned to animas and investigated. Of the investigated pumps, 7 were found to be malfunctioning due to battery compartment cracks and damaged battery caps. During investigation for unrelated complaints, there were 6 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 19</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment and cap issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-68 years of age and between 28 and 185 pounds. Of the reported patients, 5 were male and 14 were female.

Manufacturer narrative:
Follow-up #2: date of submission 10-jul-2019 - device evaluation:in quarter 2 of 2019, there were 3 instances of battery compartment and cap failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.